Manufacturer narrative:
The device was returned for analysis. Visual inspection showed no visible abnormalities. The device passed the curve and plane test and there was no issue with deploying the array. An electrical test was performed and the device passed the test. The device passed all relevant testing/inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure for supraventricular tachycardia (svt) with an intellanav mifi open-irrigated catheter and an intellamap orion catheter, the physician had transseptal access and was burning a left sided pathway. He was on his 3rd or 4th lesion, when anesthesiologist noted patient's blood pressure (bp) was 50 systolic. Intracardiac echocardiogram (ice) showed a large pericardial effusion. The physician removed the ablation catheter and ordered protamine, which was given. Physician performed a pericardiocentesis/thoracentesis and removed 330cc of blood from the pericardium. They waited 15-20 minutes after removal of the pericardial blood and there was no re-accumulation. As the blood was being aspirated, the patient's hypotension improved and they remained normotensive and hemodynamically stable until taken to recovery. They left the surgery with a pericardial drain. The drain was removed the next day and the patient was discharged home. It was believed that the ablation catheter caused the adverse events as hypotension and tamponade occurred after the ablation catheter was in for a while and they had already burned some. It was reported that a coronary sinus catheter, right ventricle catheter, an intracardiac echocardiography catheter and an ablation catheter were all in the body.

Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure for supraventricular tachycardia (svt) with an intellanav mifi open-irrigated catheter and an intellamap orion catheter, the physician had transseptal access and was burning a left sided pathway. He was on his 3rd or 4th lesion, when anesthesiologist noted patient's blood pressure (bp) was 50 systolic. Intracardiac echocardiogram (ice) showed a large pericardial effusion. The physician removed the ablation catheter and ordered protamine, which was given. Physician performed a pericardiocentesis/thoracentesis and removed 330cc of blood from the pericardium. They waited 15-20 minutes after removal of the pericardial blood and there was no re-accumulation. As the blood was being aspirated, the patient's hypotension improved and they remained normotensive and hemodynamically stable until taken to recovery. They left the surgery with a pericardial drain. The drain was removed the next day and the patient was discharged home. It was believed that the ablation catheter caused the adverse events as hypotension and tamponade occurred after the ablation catheter was in for a while and they had already burned some. It was reported that a coronary sinus catheter, right ventricle catheter, an intracardiac echocardiography catheter and an ablation catheter were all in the body.